Manufacturer narrative:
The device was being used for pt treatment at the time of the incident. There were no known physiological or procedural factors involved. The original response to this MDR was completed 05-14-98 with the effected component being received by the MFR on 05-15-98. When the affected component was examined, however, it was found that the clamp occlusion had been corrected prior to return, making further eval impossible. Test procedure followed: qara 146 sec2.3, revision j. Test results/analysis & any data recorded: though assembly was not returned for eval, reviewing service technician's report shows that identified failure is one in which venous clamp occlusion gap exceeded assembly specification of 0.075". The actual root cause of this failure, however, can not be confirmed since part was not returned. Per the technician's report, it can be seen that failure was in fact detected by normal machine alarms since customer was experiencing "arterio-venous pressure not changing" alarms. That particular alarm will occur during sympathetic nervous system treatment if the venous-side of the sympathetic nervous system clamp is not occluding tubing during single-needle treatment. Machine actions for this alarm are a visual red flashing light, audible steady beep, & stopping of the blood pump. These alarms require operator intervention & must be reset before treatment can continue. In addition, customer stated that this failure mode was detected during normal sympathetic nervous system operation & did not occur in conjunction with an "air in blood" condition. This failure, if it occurs simultaneously with an "air in blood" alarm, has been idnetified to have the potential to result in a pt permanent injury or even death. However, machine alarms should occur during attempts at sympathetic nervous system treatment (& before an "air in blood" condition could be present) thus informing the operator to take appropriate action (which is in fact the situation that occurred in this instance). For these reasons, numerous manufacturing controls & field preventative maintenance actions have been implemented, including a 2000-hour field pm verification for this exact failure mode. This issue will continue to be trended as part of the gambro healthcare corrective action system & the management review team. Any further investigations, analyses, &/or corrective actions taken on this complaint issue will be determined by & documented in this corrective action review process.

Event description:
Dual line clamp assembly non-occlusive in single needle mode & with an air in blood alarm. There was no pt injury or medical intervention.